Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, the patient underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On an unknown date, the patient experienced prolonged gastro-intestinal bleeding. On (B)(6) 2016, the patient died due to prolonged gastro-intestinal bleeding. It was unknown if an autopsy was performed. Per reporting physician, an alternative etiology for the prolonged gastrointestinal bleeding was lying duodenal tube.